Event description:
The reporter's meter result was 356 mg/dl when compared to lab result of 291 mg/dl. The lab comparison was done back to back, capillary, veinous respectively. Reporter stated that she had eaten one hour before the test and was not experiencing any symptoms of high or low blood glucose at the time. A control solution test was in range 131(101-152).